Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the left monitor was not working. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.